Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A femoral nail was difficult to insert into the intra-medullary canal. Due to aggressive knocking during insertion, the proximal tip of the nail broke, resulting in misalignment of the proximal locking holes. Surgeon implanted two locking bolts distally and one locking bolt proximally via free hand. During insertion of the locking bolts a drill bit and k-wire broke. The drill bit was retrieved; the k-wire could not be retrieved and was left in the patient. The proximal oblique hole was left empty with the broken guide wire. Surgeon was dissatisfied with the placement of the nail. This is the 2nd of 2 reports submitted on this event.